Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drill bit ø4.2 calibr l145 3flute f/quic was found twisted from the tip. No evidence of damage on the coupling area were observed, additionally, mating device was not returned, therefore the functional allegation cannot be confirmed. A functional test could not be performed as the mating device was not returned. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. The overall complaint was unconfirmed as the observed condition of the drill bit ø4.2 calibr l145 3flute f/quic would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the broken fragment was retained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 03.010.104 lot #: 1934p75 manufacturing site: jabil bettlach release to warehouse date: 16, september 2022. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that there was no damage or defects with thedrill bit ø4.2 calibr l145 3flute f/quic [03.010.104/1934p75]. There is not enough evidence in the photo to confirm the allegation. Functionality issues cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the drill bit ø4.2 calibr l145 3flute f/quic [03.010.104/1934p75] was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown drill bit: trauma/unknown lot. Part and lot numbers are unknown. UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: it was reported that during a procedure on (B)(6) 2023, the lfn nail was mounted to the insertion arc and delivered to the surgeon. When the surgeon began to introduce the nail into the femoral canal with a hammer, it was noticed that the nail of the insertion arc had loosened. The surgeon was unable to tighten the nail with a ball screwdriver and pass the broc. It was found that the nail was released from the insertion arch because the connection notch had broken. Because of this, the drill bit split when it collided with the nail. Distal interlocks were made using another drill but, but the drill bit bent in the bore. The surgery was completed successfully. This report is for an unk - drill bit: trauma. This is report 3 of 3 for (B)(4).